Manufacturer narrative:
(B)(4). Year of birth: (B)(6). Concomitant medical products: 00599405114 articular surface with locking screw size striped blue/e,f 14 mm height for use with femoral e,f , and 00598802114 stem extension offset long 14mm dia x 155mm length(combined length 200mm). Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent initial knee arthroplasty. Subsequently, the patient was revised approximately 14 years post op due to implant loosing and fracture. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection of the returned tibial component found it to exhibit signs of being implanted with wear and scratches. The stem extension has fractured off in the post and the post has also fractured. The stem extension also exhibits signs of being implanted with nicks and scratches and has fractured off in the post of the tibial plate, which was found to exhibit signs of being implanted with scratches, wear and discoloration. Sem analysis shows the fractured surface artifacts suggest an overload failure, initiating on the inside edge which coincides with the fracture exit of the stem fracture surface. The presence of beach marks suggests a fatigue fracture. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues loosening with shaft fracture, tibial pain and radiographic evidence of shaft fracture, grayish synovitis noted, and tibial loosening noted. X-ray review shows fracture of the tibial implant of the right knee. A review of the device history records identified no related deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported the patient underwent initial right total knee arthroplasty on an unknown date with unknown product. The patient was revised due to infection with cement spacer placement. The cement spacer was removed and an lcck tka placed without complication. Subsequently, the patient presented with pain and radiographic evidence of implant fracture. During the revision, synovitis was noted. The loose tibial components were replaced without complication. Additional information on the reported event is unavailable.